Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The moderate to severely stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion and a stent strut at the end was raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.